Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.